Event description:
On (B)(6) 2022, an amazon customer commented that the product was not reliable and was a false negative. The reporter said test kit was not accurate, she/he tested a few times it showed negative. She/her used a different test kit and it was positive. She/he confirmed the positive via pct later. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc. Following by reporter's consent.